Event description:
Dealer reported that the right front leg on a 9650-4 commode broke where the nut and bolt go through causing the leg to bend backwards and the end user to fall. When the user fell the commode flipped over and hit her in the ribs, back and back of neck. User sustained a couple of scratches. Dealer reported that the end user has a home health nurse.